Manufacturer narrative:
Additional information: vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the ligasure vessel sealing device, when sealing around lung hiluman, incomplete seal cycle alarm was triggered despite grasping appropriate tissue. There was issue with sealing, resulting in inadequate or partial seals, even though there was evidence of energy delivery and end tones were heard. Was dissecting some adhesions but device still did not work after testing on thicker tissue bundle. About 50 good seals were completed before the problem occurred, and cleaning of the jaws of the ligasure handpiece was performed after every 20-30 seals. The device was plugged into an ft10 generator, and another ligasure device was used successfully with the same generator. No consequences or impact to the patient were reported, and the patient remained alive with no injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw opening and closing mechanism were functioning properly. It was found that the device produced an instant regrasp alarm when activation attempts were made. The device was disassembled and it was identified that a jaw wire had disconnected from the connector on the rotation wheel. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel causing the separation of the female hirose soldered to the contact pad of the continuous rotation wheel or otherwise breaking the electrical connection between jaw and continuous rotation wheel. It was reported that the alarm activation and device stopped working. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.